Event description:
A report was received that the patients ipg was not working. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patients ipg was not working. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information received that there was no device issue with the ipg and the reason for ipg replacement was due to physician and patients preference.